Event description:
During an incident in 2002, involving an unk pt found in bed without a pulse, this defibrillator prompted "check electrodes" and though the electrodes were checked, the defibrillator would not proceed. The pt died. The user stated that this probably had no influence on the pt's outcome.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. The mcm did not contain incident info, but verified that the unit was able to deliver 2 200j shock during a test. The returned electrode pads were measured to be within specification but the polymer was dried out and could not be tested. The "check electrodes" message is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs911 directions for use explains this prompt and what to do should it be experienced. Laerdal medical reported this incident to authorities.